Manufacturer narrative:
Investigation found that the diode d7 was determined to be leaky and was out of the specification. New pcb board was replaced to solve the issue. Reference recall # z-0294-2013.

Event description:
Information received indicates that the pump had experienced error code 13.